Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair procedure, the resolution and color of the visualization was appearing red. The surgeon converted to laparoscopy because the image turned red when operating near the abdominal wall. According to the available information, the patient suffered a non-serious injury.